Event description:
It was reported that the right atrial ra) lead exhibited high pacing thresholds and increased pacing impedance. The ra lead was explanted and replaced. The right ventricular (rv) lead was also extracted during this procedure due to its position though it had no issues or complaints. There were no patient issues or consequences.